Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device was not cutting properly; the motor was corroded onto the swivel, the control bar was loose, the control bar, adjustment cams, and planetary pins were not in the correct position. The screws, bearings, swivel, motor, sleeve, and upper gear guard were replaced, and the control bar was adjusted to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported event was confirmed. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit took uneven grafts, caused gouging to patient. It cut patient down to muscle. Due diligence is in process; no further information is available.